Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that approximately 18 months after the shunt was initially implanted, the eye was hypotonus. It was considered non-serious and required no treatment.

Manufacturer narrative:
A sample device was not returned for analysis. The shunt remains implanted. Customer reported wound leak, repaired and shunt touching iris. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned because, as stated in the report description, the wound leak was repaired, there was no harm to the patient caused by iris touching, and the shunt has remained in the patient's eye. Attempts to gather additional information have been unsuccessful. (B)(4).

Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, there was an aqueous humor leak. The leak was repaired with a suture insertion. At the one month postoperative check-up, a suture was lysed. Four months later the surgeon observed that the shunt was touching the iris. No treatment was required. Additional information was not available.